Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the site of the implant became infected and tested positive for staphylococcus aureus. The patient had mild redness around the site with small skin dehiscence. Antibiotic medications were administered on (B)(6) 2019 and (B)(6) 2019. The entire system was explanted on (B)(6) 2019. This was related to the implant procedure.